Event description:
A patient was dispensed two acuvue oasys lenses. The pt reportedly over wore those lenses. The patient saw a doctor for a "disturbance in the left eye" and the patient was subsequently admitted to the ophthalmic clinic.the patient was diagnosed with acute keratomycosis in the left eye. The lesion was located in the central cornea. We were told the univeristy hospital cultured the conjunctiva, not the cornea, and a specific species of fungus was not identified. The patient was treated with the following medication: tobramycin, dexamethosan, ofloxacin, amphotericin b, atropine and fluconazol. The patient had subsequent visits with the attending ophthalmologist in 2006, 5 days later and 15 days later. The treating ophthalmologist reported that the keratomycosis has resolved and the patient had 20/20 visual acuity upon resolution. The ophthalmologist believed this injury was due to poor patient compliance. We requested information regarding contact lens solution used by patient. The optician who fit the lenses could not confirm contact lens solution used by the patient, but said his office recommends optifree express and complete. The device history record indicates the following, the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No additional information is available at this time.